Event description:
It was reported that during preparation of a port placement procedure, the tip of the catheter was allegedly broken and kinked in the tray from the beginning. It was further reported that allegedly the catheter was also misaligned in the tray, and did not form a smooth curve. The procedure was completed by using another device. There was no patient contact.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the power port slim implantable port, chronoflex single-lumen, 6f products that are cleared in the us. The pro code and 510 k number for the powerport slim implantable port, chronoflex single-lumen, 6f products are identified in d2 and g4. H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. Investigation summary: one powerport slim ti implantable port, one catheter along with several tray components were received for evaluation. During visual evaluation a kink was noted on one end of the catheter, proximal to the 1.0cm depth mark. No other anomalies were noted. Manufacturing site evaluation states, a closer view showed that the distal tip was slightly crooked near the 1 cm depth mark, the tip radius was noted to be well formed, no ruptures or other abnormalities were observed across the affected section of the catheter. Therefore, the investigation is determined to be confirmed for the reported catheter tip kink. However, the investigation is unconfirmed for the reported fracture issue as fracture was not noted in the returned sample. The investigation is inconclusive for the reported device damaged prior to use as the exact circumstance at the time of the reported event was unknown. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the power port slim implantable port, chronoflex single-lumen, 6f products that are cleared in the us. The pro code and 510 k number for the powerport slim implantable port, chronoflex single-lumen, 6f products are identified in d2 and g4. H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during the preparation of a port placement, the tip of the catheter was allegedly broken and kinked in the tray from the beginning. The catheter was also misaligned in the tray, and did not form a smooth curve. The procedure was completed using another device. There was no patient contact.